Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user reported being unable to scan the libre sensor using the librelink app for ios. Attempts to replicate the users compaint using a similar configuration (ios 15.6.1 2.8.1.6120) was performed and notifications were received after scanning a sensor. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information. The following issues were reported with the adc device. The sensor stopped reading after the customer downloaded the application twice using an iphone version 11 and reported losing all the data. There was no report of adverse events or third-party intervention required due to the reported issues. Adc customer service callback was not facilitated due to contact information was not available to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information. The following issues were reported with the adc device. The sensor stopped reading after the customer downloaded the application twice using an iphone version 11 and reported losing all the data. There was no report of adverse events or third-party intervention required due to the reported issues. Adc customer service callback was not facilitated due to contact information was not available to gain additional details regarding this event. Based on the information provided, there was no report of serious injury associated with this event.